Event description:
In 2007, tip broken off of needle. X-ray taken. Ethicon 1 tp-1. Route: cutaneous, dates of use: approx two months in 2007, diagnosis or reason for use: surgical suture material, event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? No.